Event description:
Per independent repair center statement, unit is alarming or red light, shuts down, and has no audible alarms. The key failure is the poppet valve for the solenoid is sticking. Additional malfunctions are the gear clamp for the manifold and the tie wraps for the pe valve are loose and the power switch for the control panel is defective.